Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that asymptomatic patient presented to the clinic for follow up. During the cyber upgrade the wand moved and the device reverted to bvvi mode. The clinician did not attempt to retry the download and instead elected to reboot the programmer leaving the device in bvvi mode. The device was restored to normal function via firmware download. The patient will be followed normally.